Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.

Event description:
Review of operative notes received by integra. Pt developed post-operative wound drainage and possible lumbar wound infection. Surgical notes provided noted pt surgery date (B)(6) 2011 - "lumbar laminectomies at l3, l4, l5 and s1 with posterior instrumentation and fusion at l4 to l5 using locally harvested autograft and allograft bone with harvesting of osteoprogenitor cells from the posterior iliac crest with bone marrow aspiration all under fluoroscopic guidance. Pt continued to have persistent drainage from his wound for at least one week after surgery. On (B)(6) 2011, revision surgery of posterior lumbar scar with excision of necrotic (devascularized) tissue with irrigation and debridement of posterior lumbar spinal wound both superficial and deep to the fascia." Wound cultures were obtained and surgeon planned to contact and consult with an infectious disease specialist.